Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the lollipop on the ultrasound isn't moving. I see it stuck in the upper right corner, but it doesn't move. I'm placing blindly and causing us to have to xray the patient.